Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-06286. It was reported that the patient presented in hospital with shortness of breath. It was observed that multiple episodes of non sustained ventricular tachycardia (nsvt) were under detection. The ventricular tachycardia (vt) undercut off rate was below detection. The device therapy was reprogrammed to address the under-detection. The following day (B)(6) 2020 an echocardiogram revealed fuzziness around the right ventricular lead. Vegetation due to possible infection of the right ventricular lead was suspected. The physician believed the origin of infection was the patient's diseased knee joint. The patient was hospitalized pending total knee arthropasty and was placed on long term antibiotics.